Event description:
It was reported that the patient with this artificial urinary sphincter (aus) felt a pop two weeks prior to examination. The physician examined the patient and felt the balloon underneath the skin and out of the abdominal pocket where it was originally implanted. The balloon was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) felt a pop two week prior to examination. The physician examined the patient and felt the balloon underneath the skin and out of the abdominal pocket where it was originally implanted. The balloon was removed and replaced. There were no patient complications.